Manufacturer narrative:
Field service (fs) investigated the issue on site. The analyzer was inspected, and various diagnostic checks of the system, cleaning and part replacement (valve manifold) were performed. There have been no further reports of discrepant results since the fs site visit was conducted. A review of the alinity I sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the alinity I immunoassay systems revealed no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the alinity I (sn# (B)(6)) analyzer.

Event description:
The customer reported false repeat reactive alinity I anti-hcv results on two patients. The following results were provided: (B)(6) 2024 sid (B)(6) = 1.05 / 1.04 / 0.99 s/co; positive in (B)(6) 2024 with hcv cv not detected (B)(6) 2024 sid (B)(6) = 1.47 / 1.60 / 1.44 s/co; negative (B)(6) 2023, viral load pending no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier sids: (B)(6) .

Event description:
The customer reported false repeat reactive alinity I anti-hcv results on two patients. The following results were provided: (B)(6) 2024 sid (B)(6) = 1.05 / 1.04 / 0.99 s/co; positive in (B)(6) 2024 with hcv cv not detected (B)(6) 2024 sid (B)(6) = 1.47 / 1.60 / 1.44 s/co; negative (B)(6) 2023, viral load pending no impact to patient management was reported.